Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Lead noise and possible loss of capture seen on most recent periodic iegm. Representative reported follow up was normal however it was recommended to bring patient in for more thorough lead evaluation. No adverse patient events reported. Should additional information become available, it will be added to this file.